Event description:
As a stent was being placed into the artery, the stent became dislodged from its delivery system upon advancement. An emerge balloon was used to blow it up against the diagonal vessel wall. The stent remained inside the vessel wall.